Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported gastric stimulation patient reported that hasn't have good times with the device since it was put in. Patient said last night the device shocked her a couple time and "quivered" a couple times last night. Patient didn't have her equipment w/ her. Patient said the equipment is not charged and the cord the rep (B)(4) gave her doesn't fit in the devices. (B)(4) agent reviewed patient can purchase a cord. No further complication noted or anticipated